Event description:
Reported due to guide break. Physician attempted an arteriotomy closure with perclose at (close ak) after a diagnostic procedure. No calcification was reportedly "felt" or visible by the physician. A cuff miss was reported after needle deployment. Hemostasis was achieved with a second perclose at (closer ak) device. Testing and investigation upon device return discovered the guide was broken at the distal end of the guide tube. All parts including the broken portion of the guide were returned.